Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. Proximal strut segment 1 was lifted. The remainder of the stent was undamaged. The crimped stent outer diameter (od) of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, 18 x 3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 20 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, upon introduction, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, 18 x 3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 20 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, upon introduction, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.